Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted in the left bundle branch (lbb) area. Multiple repositioning attempts were made due to the inability to attain 12-lead indicators, septal perforation and high thresholds. The lead was returned for analysis. No adverse effects on the patient were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.